Manufacturer narrative:
Concomitant medical products: evproplus-29us valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also noted that cardiac compass had invalid data on the implantable pulse generator (ipg). The lead and ipg remain in use. No patient complications have been reported as a result of this event.